Event description:
It was reported that the patient experienced status epilepticus back in 2018 when they were implanted with their previous device. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem: initial reported did not assess response from provider. Per the provider, the status epilepticus is not related to vns. H6 health effect: initial report inadvertently coded e010901 instead of e010904. H6 investigation conclusion: initial report inadvertently coded d15 instead of d1001.

Event description:
Good faith response received from provider stating that the reported status epilepticus was not related to vns.